Event description:
It was reported that this patient had their generator and lead explanted recently due to discomfort with the vns. The products have not been received to date. No other relevant information has been received to date.